Event description:
On 8/26/96, the reporting site received confirmation from the mfg site that their investigation revealed problems with device and another (6b091) which confirmed a mfg defect result in holes in the tubing of the blood collection sets near the luer connector. Several corrective and preventive actions have been taken to correct this defect. The MFR's investigation has limited the defect to device and 6b091.